Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that they had a change in therapy but the cause remains unknown. They were having trouble getting the stimulation to their feet and were losing control of their neuropathy beginning about 1.5 years ago. They went in for a lead modification to have paddle leads put in because the healthcare professional (hcp) thought the patient would have better control with paddle leads. The hcp wanted to move the leads down anyways because it has been a challenge for the patient to get the stimulation down to their feet. During the surgery the hcp decided to replace the entire system because the implant was about 3.5 years old. The replacement occurred on (B)(6) 2017. They told their hcp and rep of the issue about a year ago. It was unknown if the patient recovered completely. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that they were not made aware of the loss of stimulation to the patient¿s feet. They did attend the lead revision with the healthcare professional (hcp) that occurred on (B)(6) 2017. Additional information was received from the rep on (B)(6) 2017. The rep stated that the patient was not able to properly feel stimulation in their feet due to their neuropathy which was an underlying issue due to the patient¿s (B)(6). The rep was not sure if a different rep was made aware of the issue a year ago because they no longer work here. The rep was only made aware of the issue the day of the surgery. No further complications were reported/are anticipated.